Event description:
Spinal anesthesia failed. Patient was then converted to laryngeal mask anesthesia. There were no complications. The patient was then transferred to the post-anesthesia care unit (pacu) having tolerated the procedure well.